Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a driveline or power cable disconnect event could not be confirmed through this evaluation as no log files from the time of the reported event are available. A specific cause for the reported patient outcome and a direct correlation with the device could not be determined through this evaluation. It was reported that the patient expired on (B)(6) 2019. The cause of expiration was reported as a driveline or power cable disconnect. No product was returned for evaluation. Multiple attempts were made to obtain additional information regarding the reported event from the customer, including the correct patient and lvas serial number information; however, no additional event information or product identifying information was provided and the complaint file will be closed accordingly. The heartmate ii lvas IFU and the heartmate 3 lvas IFU list death as an adverse event that may be associated with the use of the left ventricular assist system. Both the heartmate ii and heartmate 3 lvas IFU and patient handbook outline all system controller alarms as well as the appropriate actions associated with them. These documents additionally warn that disconnecting the driveline from the system controller will result in a loss of pump function and that at least one system controller power cable must be connected to a power source at all times. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The expiration date and manufacture date are unknown. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had expired on (B)(6) 2019 with cause of death as driveline or power cable disconnect. Additional information was requested however not provided.